Event description:
The event is reported as: alleged issue reported: when the doctor was clipping the appendix stump, the hinge of the clip was fractured. A separate device was used to complete the surgery. No pt injury reported. The pt's condition is fine.

Manufacturer narrative:
Device sample not sent to MFR. Photo of device sample was received by MFR. DHR investigation did not show issues related to complaint. From the picture it was observed that "broken hinge in hem-o-lok clip". No other defects were observed. Add'l tests of the product involved in the complaint could not be conducted since the product was not returned. Complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation; however, the MFR will continue to and trend relating complaints.